Event description:
It was reported that during a shoulder scope procedure using the quantum 2 controller and ambient megavac 90 wand, the controller shut down. When the controller powered back on, the wand gave an error message. The surgeon decided to finish the procedure without using any arthrocare products.